Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 through dexcom's clinical educational specialist to report that she had experienced a seizure due to a hypoglycemic episode, during a concert. When pt started walking and feeling awkward she measured her bg at 46 mg/dl. Her cgm was reading 130 mg/dl. Pt ingested a glucose tablet but still underwent a seizure. Pt's parents treated pt with glucagon and paramedics on concert site checked on pt's condition but did not treat pt. During her call to dexcom technical support, pt reports she was feeling fine.